Manufacturer narrative:
This device used for treatment and not diagnosis. The raw material met specifications and the finished product met product specifications per the DHR. The complained article was sending for further investigation to our product development center. It was established that the poliaxial screw head was loosen of the bone screw. Because of the damage symptoms it clearly shows, that the bone screw was removed violently. The reason of the appearance of this damage is normally excessive expenditure of force. It is established according to the deformation of the edge of the ring. It is not possible to elicit afterwards, rather the damage appeared while inserting or turning off the screw. Neither a measuring of the parts was not possible, since they are too badly damaged. No product fault could be detected.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a spine procedure on an unspecified date, it was reported the screw broke. The screw insertion in c6, right, was very difficult and reportedly the screw broke after 2/3 insertion of the screw head. The screw was removed with pliers as the screw head was no longer attached to the screw and therefore, the synapses screwdriver could not be used. Wear on the screw resulted from the pliers. No further information was provided. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.